Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive get any hourly insulin. The customer's blood glucose was 229 mg/dl at the time of incident. The customer was experiencing this issue for about a month and a half. A review of the customer's basal rate found one setting for 1.3 u/h, but the customer was under the impression that settings should be around 5 u/r. The customer was advised to call their healthcare practitioner and obtain all basal rates and settings and to call back, but they did not call back. No troubleshooting was done. The insulin pump will not be returned for analysis.